Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose was 4.9 mmol/l. Customer was advised that a replacement will be sent and to revert to a back-up plan until they are back from their holiday. Customer's mother confirmed the customer had plenty of insulin pens.